Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and post implant, same day, oozing was noted when the patient lifted the impella leg. Systemic heparin was not started as the physician was to start systemic heparin drip when activated clotting time is in range of 160-180 as it was 260. Impella site was monitored for continued oozing. Five days later, the patient was cannulated for venoarterial extracorporeal membrane oxygenation (va ECMO) overnight. The impella cp was at this time being used for left ventricle unloading. In the afternoon, the patient was transferred to an outside hospital for a left ventricular assist device (lvad) workup. Patient escalation to impella 5.5 was noted. Later, that evening, the patient was taken to the operating room for the impella 5.5 escalation. The physician utilized a double barrel technique to exchange the impella cp for the impella 5.5 with successful flow swap. The impella cp was explanted without complications, re-access port utilized for perclosure. However, post perclosure on right femoral artery for impella cp explant, doppler pulses were extremely monophasic and difficult to find. An order was made for an arterial ultrasound study for right lower extremity. The patient was transferred to the unit on support. The study showed flow. The following day, it was noted the patient was not being worked up for a durable lvad or transplant, as the team stated the patient would only qualify if renal recovery was present and decided to attempt weaning devices first to monitor recovery. The following day an attempt at ECMO weaning/decannulation while continuing to ride 5.5 support was made. Patient on continuous renal replacement therapy. The next day the patient was taken to the operating room for decannulation of ECMO; ECMO was removed and impella 5.5 up to support level p-8 supporting the patient without incident. No advanced therapies were offered. The patient went into ventricular fibrillation arrest the following day, coded for approximately 20 minutes before the time of demise was called. Although the patient was very ill no advanced therapies available, there is not enough evidence to exclude impella cp device as a possible associated factor.

Manufacturer narrative:
The investigation for the limb ischemia and access site bleed has been completed. The impella device was not returned for evaluation. However, clinical details were sufficient to determine the root cause for the access site bleeding. The root cause of the access site bleeding issue was most likely patient movement. Some oozing was noted after the patient lifted leg. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ b.7 information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26121. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26121 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4614 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26121. A new code was added. H.10 part of the instructions for use wer inadvertently omitted from the initial manufacturer device report number 1220648-2025-26121 and were added.